Event description:
A lewin bone reduction forcep broke during a procedure.

Manufacturer narrative:
It was reported that when a surgeon was clamping a femoral head during a total hip arthroplasty, both tips of the lewin bone reduction forcep broke off. The surgeon located both tips and one tip was then removed with a forcep. The surgeon made the decision to leave the second tip in place. The sample was returned and evaluated. A visual inspection revealed that the tips were broken off of the forcep. This is the first complaint for this issue with this device. A root cause has not been determined.